Event description:
A customer reported that an ophthalmic console was hanged. The details of the procedure and patient impact have not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in section b.3, b,5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that during the phacoemulsification surgery system was hanged. The surgery was completed by restarting the system without any patient health impact.